Event description:
A zoll pt service rep (psr) contacted zoll customer support after talking to a (B)(6) male pt to report service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (code 204) have been confirmed. Upon eval the pulse wires within the distribution node had cold solder joints. The cause for the code 204 was the cold solder joints. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the cold solder joints. The pt received a replacement electrode belt.